Event description:
3 false positives out of 19 patients. They were testing previous patients on that analyzer all of whom were coming up negative. Then the second analyzer used, the first test was aborted, then the following two came back positive. At this point it seemed suspicious so they retested the three patients with accula pcr test. All 3 came back negative. Customer reported conducting all the tests inside a climate controlled conference room.

Event description:
3 false positives out of 19 patients. They were testing previous patients on that analyzer all of whom were coming up negative. Then the second analyzer used, the first test was aborted, then the following two came back positive. At this point it seemed suspicious so they retested the three patients with accula pcr test. All 3 came back negative. Customer reported conducting all the tests inside a climate controlled conference room.